Event description:
A user facility clinic manager reported the transducers became wet immediately and got air in the lines. Multiple alarms were reported during treatments with safety issues due to multiple alarms. The sample was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.